Event description:
It was reported that during implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) system, the shock impedance measurement was high (still within normal limits) at approximately 140-150 ohms. X-ray showed the distal electrode had a 1.5 to 2 electrode width off the sternum and the s-ICD was in a good position. The physician elected to re-tunnel the electrode and a subsequent x-ray showed the electrode to be in a good position; however, the impedance still measured 125-135 ohms. The first layer was surgically closed, and subsequent defibrillation threshold testing and sync shock were successful with an impedance of 72 ohms. It was noted that the patient had a high body mass index and was on dual antiplatelets. The s-ICD system remains in service.